Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was just released from 11 days in hospital stay due to sepsis. It was reported that the location of infection was on the pocket site and had symptom of fever was noted. The physician believed that the infection was not device related and the caused was unknown. The patient was placed with antibiotics and doing well.